Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly repositioned. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly presenting with partial insertion. Revision surgery is scheduled.